Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using the customer's accessories, which included bench handling and ECG monitoring stress testing in pads mode without duplicating the customer's report. The device was returned to service. No trend is associated with reports of this type.